Event description:
It was reported to philips that the system failed to turn on due to a powertray failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pfs272 powertray fru. The system was restored to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).